Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A physician at (B)(6) revised a tha trident tritanium cup, liner, screws x2, head due to a loose cup/screws. He revised to a primary trident ii tritanium and mdm.

Event description:
A physician at south county revised a tha trident tritanium cup, liner, screws x2, head due to a loose cup screws. He revised to a primary trident ii tritanium and mdm.

Manufacturer narrative:
An event regarding loosening involving a hip screw was reported. The event was confirmed through medical review 'x-rays show evidence of loose acetabulum on the right hip.' Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted tritanium shell with biological matter attached. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review by dr. Jaffe today - x-rays show evidence of loose acetabulum on the right hip; need revision op reports; clinical and past medical history. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including 'revision op reports; clinical and past medical history' are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.